Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal event. The patient noted that they have had syncope or near syncope when coughing over the last few weeks. A remote interrogation was performed which found no stored episodes and within range lead measurements. The cause of the syncope remained unknown and the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.